Event description:
Handle was broken.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 d9 g3 g6 h2 h6 h11. Visual review of the returned device show the blue handle has fractured around the circumference of the handle at the locking pin. Both fractured pieces remain attached to the handle. The strike plate shows indentations. Nicks, gouges, and scratches were noted to the device from previous uses. Item and lot etch were confirmed review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. The complaint is confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the handle broke after being put through the wash. There is no additional information available at the time of this report.